Event description:
Left side was occluded and we were unable to access the vein. Therefore a new system was placed on the r side. Old leads were capped including lead serial number (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).